Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a iqvia regarding a patient receiving morphine via an implanted pump. It was reported that in (B)(6) 2016 something failed and the patient experienced very nasty withdrawal symptoms that resulted in the patient being hospitalized. In march the patient had a pump myelogram and it was determined that the pump and catheter were faulty and should be replaced. It was recommended that the patient no longer use the pain pump. Since (B)(6) the patient has had 3 episodes of intense withdrawal, with on episode lasting for 3 days. It was noted the oral opiated do not help. It was also noted the patient was having headaches when the patient stands or sits from a lying down position.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.